Event description:
The patient was wearing the pod on the abdomen for between 5 and 24 hours and experienced diabetic ketoacidosis. The patient exhibited symptoms including vomiting, pallor, and nausea which required the patient to seek medical attention. Patient was hospitalized for approximately 26 hours, receiving treatment with intravenous fluids and an insulin drip. Blood glucose levels were 23.5 mmol/l (423 mg/dl). The pod remained in place during medical attention but was later removed and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.